Event description:
Potential for injury associated with ripped seat upholstery on a 9tpz manual wheelchair. This event could cause possible product instability and the potential for the chair not maintaining its intended weight-bearing status.